Manufacturer narrative:
Additional information (B)(6) 2022: siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely elevated loci cancer antigen 19 (ca19-9) patient sample result. Hsc reviewed the instrument data logs and information provided by the customer. No product non-conformance was identified with the ca 19-9 assay or the dimension vista 500 system. A siemens internal investigation was performed with an available ca19-9 assay lot retained by the manufacturer. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial was filed (B)(6) 2021.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated cancer antigen 19-9 (ca19-9) result on a patient sample obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cancer antigen 19 (ca19-9) patient sample result was obtained on a dimension vista 500 system during validation of a new ca 19-9 lot. The result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca19-9 result.